Manufacturer narrative:
Manufactures investigation conclusion: the reported event of no external power alarm was confirmed with the evaluation of the returned system controller. Electrical testing of the white power cable confirmed shorted condition with the underlying wires that would have resulted in the alarms. Also, visual inspection revealed the outer jacket of the power cables has tears. The white power cable was dissected, and visual examination confirmed breaches on the insulation of the underlying wires. The exposed conductors have the potential to result in the reported alarms. The data retrieved from the system controller captured data consistent with the analysis. The analysis could not determine the root cause that attributed to the damage. Heartmate ii lvas IFU describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarms and contains important cautions and information on general equipment care, storage, and management. Heartmate ii lvas IFU covers replacing the running system controller with a backup controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The other controller involved in the event (serial # (B)(6) is reported under MFR # 2916596-2019-05588.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that two of the patient¿s system controller were experiencing no external power alarms and has a known wear and tear with previous rescue tape. On (B)(6) 2019 it was reported that when the controller was connected to a power module in clinic to evaluate alarms controller fault alarm was noted. There were several areas that are small cuts in black and white cables. The patient was provided with new controllers. No further information was provided.